Manufacturer narrative:
(B)(4). A batch review was performed and no deviations were noted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). One used sample was returned to baxter for evaluation. A visual inspection of the sample was performed and confirmed that the tubing was separated from the male luer. A hand pull test was applied to the other bonded tubing assemblies and the components did not separate. A batch review was performed and no deviations were found. The root cause was not determined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. Baxter is attempting to obtain additional clinical information related to this incident.

Event description:
This is a report received by baxter (B)(4) from a customer on (B)(6) 2012, regarding one y type micro ext set became disconnected and leaked during a patient infusion of norepinephrine. The interruption of therapy resulted in a drop of the patient's blood pressure to an unknown level. The nurse replaced the tubing and restarted the infusion. It is unknown what other interventions were required. Additional information received on (B)(6) 2012 indicated: the patient was admitted to the intensive care unit (ICU) with hypoxic respiratory failure. Subsequently the patient developed shock and was intubated and treated. The luer was pulled apart under some tension. The intravenous (IV) catheter was reportedly under the patient at the time of the event, but the nurse indicated she did not feel that any excessive force was applied when the y site disconnected